Event description:
Daughter tested for quick strep throat and it came back positive. Pt was given antibiotic for 10 days. Went back and still test came back positive. Culture at the lab came back negative.